Event description:
It was reported that when using the bd pyxis¿ medstation¿ es internet cord was bent and not functioning. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that internet cord was not functioning properly. The field service engineer (fse) assisted in replacing the cat5 cable and confirmed that the station successfully synced with the server after the replacement. The system functioned as intended after the field service engineer repaired the device.